Event description:
It was reported that the patient experienced right upper buttock pain, mainly when sitting or after exercise. He felt a slight pulling in the pocket and pain near the ins site. The patient was initially treated with tylenol and percocet, however the neurostimulator was revised on (B)(6), 2011 and the patient outcome was reported as resolved without sequela as of (B)(6).

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v639997 implanted: unknown explanted: unknown